Event description:
It was reported that the device had migrated, which caused the leads to be pulled out of their ports. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.